Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 598 mg/dl. Reporter indicated that patient's blood glucose was immediately retested, on a nurse's device, with a result of 180 mg/dl. Patient's therapy was not modified based on the value obtained on the suspect device. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.